Manufacturer narrative:
Correction: disregard file, it is a duplicate to manufacturer report number: 9616066-2016-00988

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient had noticed arm was wet during an infusion of irinotecan and leucovorin. The nurse determined that it was leaking at the y-site. There was no report of patient harm.